Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-03335. It was reported the patient experienced lead migration (confirmed via x-rays) post a fall. In turn, the patient experienced ineffective stimulation and a ringing in their ears. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein one lead was explanted and replaced and another lead was repositioned. Effective therapy was restored post procedure.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03335.